Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited inconsistent shock impedance measurements. The measurements ranged between 28 ohms and >125 ohms. A device replacement procedure was being considered as the device was nearing elective replacement indicator (eri) battery status. It was not known whether the leads would also be replaced. The physician was aware of the possible therapy delivery issue caused by the out of range impedance measurements.